Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s nurse. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of enterococcus faecalis which is an organism that is found in the intestinal tract of humans and is known to be linked to a breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the pd patient had peritonitis for 3 weeks. The pd nurse stated the event was not related to fresenius products. During follow-up, the nurse reported that on (B)(6) 2020 the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of enterococcus faecalis and an elevated white blood cell count. The patient was treated with ceftazidime 1 gram and vancomycin (dose varied) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient has reportedly recovered and continues pd therapy with the same cycler without any issues. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse indicated the patient¿s peritonitis was because of a breach in aseptic technique during the pd exchange.